Event description:
It was reported to chad therapeutics that, a pt was in the exam room waiting for the dr, when she heard a "pop and a swoosh noise, and run-out of the office on fire". The pt was flown by helicopter to trauma center for treatment. It was reported to chad on february 2, 1999, the pt perished on january 23, 1999.